Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tissue pad peeling off could not be determined. It is probable that the gripping part was closed and ultrasound was output when nothing was being gripped between the gripping part and the tip of the probe (including after tissue had been cut), causing the tissue pad to wear down and peel off. The instructions for use contains the following descriptions, and it warns against this event: manual number and revision number: rc2058 10. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separation. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the tip of the probe, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the tip of the probe may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the tip of the probe, or part of the tissue pad may peel off, resulting in severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separation of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating biological tissue or blood vessels, apply light tension to make the incision visible . Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may result in damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sonic beat tissue pad came off on the sixth output. It did not fall inside the patient¿s body. The issue occurred during a therapeutic laparoscopic colon resection procedure. The procedure was completed with a similar device. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.